Event description:
Robotic instrument tagged for repair. No failure form present. Unable to determine if instrument failure occurred before, during, or after case. Instrument tagged for repair. Upon visualization, instrument does have an exposed wire cable. No patient information or case data found. Last known use according to manufacturer site is (B)(6) 2025. 11 lives remaining on instrument.